Event description:
A report was received on (B)(6) 2015 regarding a luer connector which broke off in a patient's catheter. The connector could not be removed and the catheter had to be replaced.

Manufacturer narrative:
The device has not been returned for investigation. A lot number was not provided. Nxstage medical considers this report closed. No additional information will be provided.